Manufacturer narrative:
A2: unk, a4: unk, a5: unk, a6: unk, b3: unk, d4: expiration date unk, d6a: unk, d6b: unk, e3: unk, h4: unk, (B)(4).

Event description:
The reporter indicated the surgeon implanted an evo icl implantable collamer lens into her eye and she is now experiencing glare/haloes. The lens remained implanted. Additional information has been requested but none has been forthcoming.